Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 7. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 04-oct-2024, the patient reported that infusion set tubing detached from connector, which cause the patient blood glucose levels was elevated to 326 mg/dl, therefore patient had received correction injection via mdi. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.